Event description:
This is a report of a colleague infusion pump with a damaged battery. It is unknown when the reported condition occurred. It is unknown if a patient was involved or if patient injury or medical intervention occurred. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of damaged battery was confirmed due to a damaged battery. The main battery and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the assignable cause for the reported problem was determined to be depleted batteries resulting from user error.